Manufacturer narrative:
The customer¿s report that the tubing separated and leaked was confirmed. Visual inspection observed that the pvc tubing was completely separated from the micron filter outlet port. Functional testing was not performed due to tubing being separated at the component engagement. Fluid was leaking from the separation. Visual inspection under magnification noted that both sides of the pvc tubing had no solvent applied at the engagement during manufacturing process. A dimensional analysis was performed on the pvc tubing; the tubing measured within specification. The root cause that the tubing separated and leaked was a manufacturing issue due to no solvent being applied at the junction of the pvc tubing.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that lipids going to patient was started on the pump and a few minutes later the tubing dislodged/disconnected from where it connects to the filter and the lipids drained onto the patients bed. There is no report of patient harm.

Manufacturer narrative:
Correction: omit health professional from report source on initial report.